Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a portion of the plastic tip on the vasoview hemopro 2 broke off. The vessel being extracted from the upper leg and distal insufflation was being used. A replacement device was used to complete the procedure. Nothing fell into the patient. The hospital did not report any patient effects.